Event description:
It was reported that the patient with this neurostimulator (ins) noticed their symptoms had gotten worse. The patient adjusted their stimulation and noticed discomfort in their foot. The physician assisted the patient with making adjustments, but determined the tined lead needed to be replaced due to stimulation response. The lead was replaced on the contralateral side. The therapy was restored and there was no adverse sensory response. Additionally, the ins was not replaced. The patient is doing great post-revision.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.